Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they live alone and around (B)(6) 2018, the receiver was displaying a value of 306 mg/dl. She stated that per her doctor¿s order, she stated she immediately took insulin based on the cgm reading. She went to the bathroom and when she came out, she wasn't feeling well and sat down. She took a finger stick reading and stated her blood sugar was at 100 mg/dl. She immediately drank glucerna and then did not remember what happened after that. She stated when came to and her belongings were scattered around. The patient went to see their doctor on (B)(6) 2018 and mentioned the incident and was told by her doctor that she had a seizure. At the time of contact, the patient stated they had taken the dexcom off and is no longer using it. Date of issue and date of intervention is an approximation as the patient could not recall when the events occurred. The patient stated it either happened on (B)(6) 2018. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.